Event description:
The reporter stated the surgeon attempted to insert a 12.6mm micl12.6 implantable collamer lens but the haptic was torn. The reporter stated it was unk if there was any pt contact. Additional info has been requested, but none has been forthcoming. If additional info does become available, a supplemental medwatch will be sent.

Manufacturer narrative:
Eval method - results - (other): a lens work order search was performed and no similar complaint was found.